Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred at (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that a pump displayed error code and stopped during priming for a case. There was no report of patient injury. A sorin group (B)(4) has requested return of the pump for investigation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group received a report that a pump displayed an error code and stopped during priming. There was no report of patient injury.